Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the patient had to be revised today due to a new clavicle elevation. The suture loop was firm and intact above the button but the tension had given way. The problem was noticed after the surgery. The item was completely recovered and a new item was implanted. The old implanted device was disposed. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
Complaint allegation is confirmed based on customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper fixation of the device.